Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 3889-28, lot# va04zvx, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was discomfort and pain around the implant site and it was getting worse. Patient stated that it was like a pulling sensation like they were moving. There were no falls or trauma related to the issue. Patient was given guidance on how to turn off stimulation to determine if that helped ease the pain however even with the stimulation turned off, the pain and discomfort was still there. Stimulation was turned back on and patient directed to healthcare professional (hcp) to determine issue. Additional information was received about a week later. Patient further reported they went to the emergency room and the x-ray showed their wire was in a loop. Their doctor wouldn't give them epidural because the pain was at their implant site. Patient reported the issues were related to positional movement as the implant moved when they were in certain positions. Patient wanted to turn stimulation off however patient stated that the patient programmer wouldn't connect to the implant. Patient stated that they got the device for their retention and they normally would go to the bathroom all night however this morning they realized they had not gotten up all night and wasn't able to urinate. Patient had an appointment scheduled for the following day so it was advised patient bring patient programmer to appointment. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.